Manufacturer narrative:
Photos and medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately fifteen months post port placement in the right upper chest, a scout scan allegedly demonstrated a catheter break near the 16 cm marker, and migration of the distal catheter segment near the pulmonary artery. Reportedly, the distal catheter segment was removed using a snare. There were no further complications reported post removal procedure.

Manufacturer narrative:
H10: manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number was not provided. Investigation summary: one powerport MRI isp with groshong catheter in two segments was received for evaluation. Visual, microscopic and functional testing were performed. Gross examination of the port segment showed multiple puncture access of the port septum. The cath-lock was not seated against the port body. Multiple kinks were noted on the proximal catheter segment. A complete circumferential break was noted at approximately 3.6cm from the distal end of the cath-lock. The distal catheter segment measured approximately 16.0cm in length.observed multiple punctures to the port septum. The cath-lock was not seated against the port body exposing the port stem. The edge of the proximal end of break was jagged and rounded. Apparent tool damage was noted to the proximal catheter segment just proximal to the break. The edge of break on the distal end was jagged and rounded. The image review revealed that a catheter segment had fractured and was residing over the heart after embolizing. The investigation is confirmed for the alleged fracture, the break had the characteristics of a break caused by flexural fatigue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: d1, h6 (results, conclusions) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifteen months post port placement in the right upper chest, a scout scan allegedly demonstrated a catheter break near the 16 cm marker, and migration of the distal catheter segment near the pulmonary artery. Reportedly, the distal catheter segment was removed using a snare. There were no further complications reported post removal procedure.

Manufacturer narrative:
H10: photos and medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. H10: g4 h11: d4(product catalog number, UDI number) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately fifteen months post port placement in the right upper chest, a scout scan allegedly demonstrated a catheter break near the 16 cm marker, and migration of the distal catheter segment near the pulmonary artery. Reportedly, the distal catheter segment was removed using a snare. There were no further complications reported post removal procedure.